Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the hospitalization occurred is unknown. The date listed in section b-3 is the date when abbott diabetes care became aware of the event. Additionally: the test strip the customer was using expired on (B)(4) 2012. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Event description:
Customer called on (B)(6) 2014 and reported an unspecified port issue with her adc blood glucose meter. Customer further reported she "had been in the hospital last week since (her) sugar went high, up to 279 mg/dl and (her) blood pressure went high as well, as a result of the meter not working". Customer declined to continue troubleshooting because she had a headache and did not feel well. It is unknown what she was diagnosed with or what specific treatment was rendered at the hospital. Multiple, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.